Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is over 300 mg/dl. Customer is currently getting treated with manual injections and IV drip. The blood glucose reading at the time of the event was 21 mg/dl to 29 mg/dl. Customer was involved in a vehicular accident, customer was taken to hospital by the paramedics. Customer stated that he missed a meal and was stuck in traffic; that is what caused the low blood glucose. Nothing further reported.